Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other self expanding jostent is being filed under a separate MFR number.

Event description:
It was reported that during a procedure of the biliary duct, a ((B)(4)) selfx stent system was advanced to the target lesion and attempted deployment by retracting the tuohy borst sheath but the stent would not deploy. The device was removed from the anatomy, however, during removal the stent became partially deployed at the distal end. A second ((B)(4)) selfx stent system was advanced and attempted to be deployed with the sheath retracted but it would not deploy in the anatomy. During removal from the anatomy the stent deployed in the endoscope. The procedure was discontinued. There was no reported adverse patient effect.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned jostent self expanding stent system (sess) was found to be without any blood or saline visible. The full length of the stent implant was deployed. There was no damage noted to the stent implant. The outer tubing was retracted from the crown of the soft tip. The outer tube was separated from the tuohy-borst adapter. The outer and inner tube were still intact with the metal shaft. The tuohy-borst adapter was loose on the metal shaft. The outer tube was stretched on the metal shaft distal to its proximal end. There was no other damage noted to the sess. Potential factors which could contribute deployment difficulties include, but are not limited to, manufacturing, anatomical conditions, kinks in the shaft or the distal end of the system being entrapped. In this case, it may be possible that the distal end of the system was entrapped within the vessel, such that strong resistance was encountered causing the metal shaft to bend during the attempt to deploy. Additionally, force used against resistance in the deployment attempt may have caused the proximal end of the shaft to stretch and separate from the adapter. Based on the reported information and condition of the returned device, it appears that the difficulty experienced and subsequent damage is related to case circumstances. It should be noted that the product instruction for use (IFU) provides the following warning: do not release the stent if unusual force is required, since this indicates a failed system. Use a new system instead. Failure to do so may cause system damage, misalignment of the stent and possible ductile damage. A review of the device lot history record found no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database indicates there have been no other similar incidents reported for this lot. There is no indication of a product quality deficiency. All self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.